Manufacturer narrative:
Based on the results of the completed investigation, the root cause of the reportable malfunctions could not be specified. However, it is likely due to a component damage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the light source's light control was found to be malfunctioning due to a faulty main printed circuit board (cr board). Additionally, a dark image was observed, caused by the lamp being out of range, and debris was discovered inside the air tubing. No patient was involved.